Event description:
Implanted titanium plate from zimmer (k100111) model number 0203263109 failed and snapped in half. This caused severe pain and inability to walk. This plate had been surgically implanted on (B)(6) 2021 at lovelace medical center, albuquerque nm. This plate had been imaged on (B)(6) 2023 and did not show failure. The resulting failure on (B)(6) 2023 required emergency admission and corrective surgery on (B)(6) 2023 at (B)(6). The plate and screws were removed, and subsequently replaced with a similar plate and inclusive of bone graft from hip area with stryker bone matrix putty biologics. Have requested provider to hold broken implant for inspection and evaluation. Impression findings/impression: left hip arthroplasty and lateral plate fixation hardware noted. New hardware fracture of lateral plate just above the distal aspect of the arthroplasty femoral stem, with some mild medial angulation of the more distal femur. Electronic signature signed by: robert blakely; narrative ap pelvis, with dedicated ap and crosstable lateral views of the left proximal femur clinical history: left hip pain, comparisons: (B)(6) 2023.